Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned in two segements severed at 80 mm from the terminal pin. A mid-body segment of the lead appeared to be missing. Visual inspection found that the rate sense conductor coil extended beyond the severed end of the tip segment by 60 mm. It was noted that there were no discernible set screw marks on the lead. However, there were marks on the terminal pin which analysis determined were possibly from the other manufacturer¿s device. The extracting stylet was returned in the tip segment of the lead. Further visual inspection noted cuts at the suture sleeve tie down site and the proximal end of the distal spring electrode was separated from the lead body insulation. The helix was retracted and tissue was observed entwined within the helix. Blood and body fluid were also noted in the helix housing. Both lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field based upon the analysis of the returned segments.

Event description:
Boston scientific received information that there was occasional oversensing of noise on the right ventricular (rv) lead which led to pacing inhibition. There was no asystole observed. A revision procedure was performed where the rv lead was explanted. The other manufacturer's device remains in service with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received from the clinic that during the explant procedure the physician experienced difficulty removing the right ventricular (rv) lead since the traction failed to disengage from the myocardium. Thus the lead was laser extracted.